Event description:
Tech alleged when the bed is in brake mode the wheels at the foot end would move. No pt impact.

Manufacturer narrative:
The tech replaced the brake pivot block to resolve the issue.